Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(6) 2010. An actual sample was submitted for evaluation for the reported condition of a no flow. A visual inspection was performed on the sample and the results were satisfactory; all components were present, in the right position and complete. A slit visualization test with one becton dickinson 10ml male luer lock syringe was applied to the y-sites according to specification and the baseline slits were detected in the samples. A fluid path occlusion test was applied to the sample and no flow/restricted flow was not detected in the sample. A referee test at 0.25 psi for 30 seconds was applied to the activated valve y-sites and no flow/restricted flow was not detected in the y-sites. A secondary medication set was then connected to this primary set. The secondary set was hung assuring the height of its container and chamber are above the primary container and chamber. Functional testing was applied to the samples and no anomalies were observed. The set was then submitted for an under water pressure test and no anomalies were observed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the results of all the tests, it was found that the set worked according to the procedure and the condition of a no flow/blocked y-site was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a primary clearlink duo-vent continue-flo solution set that exhibited a no flow at the upper port. According to the report, the nurse was attempting to infuse the antibiotic cefazolin via a clearlink secondary set. When the secondary set was connected to the upper port of the primary set flow could not be initiated. The nurse then tried the lower port and the infusion was able to be completed as normal. The primary was administering normal saline at the time. The set was being used with a sigma spectrum pump. There was not patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.